Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose of 750 mg/dl. Customer was still in the intensive care unit at the time of call. Customer was not wearing insulin pump at the time of hospitalization and was off for six weeks. Insulin pump would be replaced due to partial screen display.